Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk for any electrode placement.

Event description:
Related manufacturing ref: 3008452825-2019-00030. During an atrial fibrillation procedure, a pericardial effusion occurred. While ablating in the left atrium, the patient became hypotensive. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.